Event description:
It was reported that the catheter tip was fractured before use.

Manufacturer narrative:
The returned product has been opened. The catheter tip was broken off. Because the item had been opened prior to arrival at medtronic neurosurgery, we are unable to verify the conditions of the complaint. A review of the mfg records showed no anomalies. All of our products are 100% tested at the time of MFR.